Event description:
(B)(4). My uterus and fallopian tubes have been sore and tender since the day it was inserted. I have sharp pains throughout the day and I can feel the essure. It feels like 2 sewing needles inside my pelvis. One wrong move and get a sharp pain like it is poking me. I have constant lower back pain. It is directly behind my uterus/tubes it is not in my spine. My skin is tender to the touch on my back. My periods are very heavy with lots of clots. I have extreme belly bloating, I look like I'm 6 months pregnant. I have severe fatigue, brain fog, and forgetfulness. In 2010 I was diagnosed with psoriatic arthritis, I have managed to get it under control (no pain or swelling) and experienced no adverse issues while pregnant in 2014/2015. Since I got essure, my psoriatic arthritis symptoms have increased. In addition to all the new pains I have to deal with. I have red dots all over my chest and back. It is not psoriasis, it is very different. I am currently seeking removal, the doctor that did the procedure does not do removals.

Event description:
(B)(4). My periods last 16 days now. I have severe brain fog and some short term memory lose. I am very bloated and by the end of the day I look very pregnant. I can't find clothes to fit me properly. I am very sad and deal with depression on some days. The pain is getting unbearable.